Event description:
It was reported that (3) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that (2) of the ems devices had staples fall out of the instrument into the pt and were retrieved. Another ems did not have enough staples in the device (n4hr98). Another device was used to complete the case.